Event description:
It was reported that a malfunction alarm with code malf 6 occurred. There was no adverse impact to the customer's blood glucose level. The pump was successfully reset, and customer continued to use the pump for insulin therapy.